Event description:
It was reported that during the surgery the tip was unusual. After coblating once, the tip at the top of the wand was missing it is unsure if that part was leave inside the patient. No patient injury was rported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows a bent shaft and cut-off cable a cut-off suction and saline line. The wand visually shows extensive electrode wear with scratch/scuff marks and contamination/discoloration on the spacer and return electrode. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device shows a cut-off suction- and saline line. They were tested by using a syringe. The suction line was tested and performed as intended. The saline line was tested and performed as intended. Functional evaluation could not be performed due to a cut electrical cable on the device. The complaint was verified and the root cause could not be determined with certainty. Factors of the reported incident includes (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and (5) fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution.